Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). - post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the device noted the switch block was biased to the left. No additional visual abnormalities were noted for the device. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. When the rotation knob was twisted, it displayed a hang-up in both the clockwise and counterclockwise direction when the switch block was not being biased. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. No additional issues were noted beyond those previously mentioned. Visual and functional testing of the returned device confirmed that it did not meet quality release specifications that were tested regarding the reported condition due to the biased switch block and the sticky rotation knob and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A corrective action has been taken to address the reported issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: during the second firing, after the jaws were closed to grasp the tissue, the shaft unexpectedly rotated. The surgeon had not touched the toggle button. The surgery was completed successfully. The tissue was not damaged. No reinforcement material was used in this case. The operating time was not extended. There was no additional tissue resection. Nothing fell into the patient's cavity. There was no bleeding over 500cc's.